Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins has been dead for about 6-7 years. The patient did not have therapy. The patient tried charging, but the ins wouldn¿t charge. The patient mentioned they lost their recharger and programmer when moving. The patient¿s healthcare provider (hcp) wanted to talk about getting the implant charged up again or replacing the ins. No further complications were reported. Additional information was received from the patient on (B)(6) 2018. The patient reported that their stimulator was not working (as reported previously). No further complications are anticipated. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the steps taken to try to resolve the dead battery was to see their health care provider on (B)(6) 2018. The dead battery was not resolved at that appointment, and the health care provider was going to replace the old battery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that x-rays were taken to look at the placement of the ins. It was reported that the patient was scheduled to have surgery done on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not seeing their healthcare provider (hcp) until (B)(6) 2018 to see if they can get a new battery in their back. No further complications were reported.